Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (revision surgery required and product code lzo).

Event description:
Revision surgery required. This patient received a 32 -4mm delta v40 ceramic head instead of 32 0mm as described on the package label. This patient was participating in the delta clinical trial, so it was reported to the clinical research department by the surgeon, that the patient had an episode of sudden pain 3.5 weeks post operatively. X-rays revealed subsidence of femoral prosthesis and a fractured femur resulting in a revision of the right hip performed on (B) (6) 2006. As a consequence the patient was withdrawn from the clinical trial. Surgeon determined that the periprosthetic fracture was unrelated to the device.